Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chelonae. A laboratory report confirming the contamination was provided. There was no known patient involvement.

Manufacturer narrative:
H.10: through further follow up communication, livanova learned that the device was actually placed inside the operation theatre during use, with the fan directed opposite to the patient and at an estimated distance of two (2) meters from the surgery field. Thus, the previous information about device placed outside the operating theatre was not correct.

Event description:
See initial report.

Manufacturer narrative:
Through follow up communication, liva novadeutschland learned that the device was cleaned regularly per the instruction for use and was placed outside of the operation theatre during use. Corrective actions are in progress for this issue.